Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, it was revealed that no staples remained in the cover block indicating that at least 35 staples were fired by the customer. The trigger was returned not engaged. Clear signs of use in the form of biological material were present on the device. A proper functional analysis was not able to be completed due to the condition of the returned sample. The bottom component of the complaint sample was observed to be positioned incorrectly. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, it was revealed that no staples were returned. The bottom component of the complaint sample was observed to be positioned incorrectly. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".